Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the system error 105. The evaluation found severed motor mount screws, which are a known contributor to the reported symptom. The motor assembly and mount screws were replaced to correct this condition.